Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8731sc, (B)(4), ubd: 14-jan-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and marcaine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a volume discrepancy occurred 6-9 months prior to (B)(6) 2018 at refills. The actual reservoir volume (arv) was 8 ml and the expected reservoir volume (erv) was 2 ml. The patient reported that several times he had not been able to receive a bolus and had mentioned it to the healthcare provider (hcp). He was not getting boluses "even though it says that he did." Initially the patient said he was having an MRI for spine problems and since his managing hcp found out that the patient was having an MRI, he suggested that they check for a granuloma. There were no further complications reported at this time.